Event description:
Healthcare professional (hcp) reported home patient (hp) was diagnosed with peritonitis and hospitalized on 2/18/98. The hp was treated with IV and ip antibiotics. On 02/15/98, the hp had called the technical helpline for a "check drain line" alarm and indicated she had disconnected and dropped patient connector of homechoice set on the floor. Although details of the incident are unknown, the hcp believes patient technique may have contributed to peritonitis diagnosed on 02/18/98.